Manufacturer narrative:
Block b3: exact date unknown, event occurred a year based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing skin thinning at the implantable pulse generator (ipg) site which felt like the header was pushing out of skin. It was also noted that during charging the ipg site was warm. The patient underwent a pocket revision procedure. During the revision procedure, the ipg header appeared melted and the top left piece of the ipg header was coming off thus the physician removed it. The physician created a new pocket and implanted the same ipg.

Manufacturer narrative:
Sc-1232 (sn: (B)(6). The device was not returned as it is still functioning as intended, and it remained implanted. Only a fragment of the header was returned for analysis. Visual inspection of the header fragment revealed that has darkened in color. It was sent for material analysis. It was found that the appearance change of the header fragment is likely from some sort of degradation of the epoxy. The exact degradation mechanism and cause of degradation could not be determined. A labeling review did not reveal any anomalies. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A risk review was completed and confirmed this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A similar complaints review was conducted, and it did not identify any additional related events. With all the available information, boston scientific concludes that the allegation of the ipg header appeared melted and damaged was confirmed. A labelling review found that the reported events of skin erosion, warming of the pocket, and thinning of the pocket are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulator (scs).

Event description:
It was reported that the patient was experiencing skin thinning at the implantable pulse generator (ipg) site which felt like the header was pushing out of skin. It was also noted that during charging the ipg site was warm. The patient underwent a pocket revision procedure. During the revision procedure, the ipg header appeared melted and the top left piece of the ipg header was coming off thus the physician removed it. The physician created a new pocket and implanted the same ipg.